Event description:
It was reported that during sterilization at the user facility, the trigger of the tps micro driver is sticking. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of sticking trigger was duplicated. Through visual evaluation, the technician observed both a non-stryker gasket and non-stryker motor. Disassembly of the device revealed both wear and corrosion on the trigger shaft. The trigger assembly and non-conforming parts were replaced, device passed final inspection, and was returned to the customer.

Event description:
It was reported that during sterilization at the user facility, the trigger of the tps micro driver is sticking. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.